Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings were damaged, the ball bearings had fallen apart, the balls and cage were missing and the crani bracket was damaged. It was further determined that the device failed pretest for cutter insertion, vibration and temperature. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the ¿rope¿ foot plate was broken on the craniotome device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability was inadvertently documented as jun 13, 2017 in the initial report. The date returned to manufacturer was corrected to jul 12, 2017. Device evaluation: upon further investigation of the device, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the cutter insertion assessment, also observed that the device had a drilled neuro-tip leg and a drilled neuro-tip. During repair, it was observed that the bearings were worn out and loose, which created a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. It was further determined that the issue with the drilled neuro-tip leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was further determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. It was determined that the issue with the bearings was consistent with normal wear over time. The assignable root cause has been corrected from product design, construction/design false, defective to user error (drilled neuro-tip and drilled neuro-tip leg) and worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.